Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional follow up information found the patient was treated with antibiotics and no infection was found.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference# 1627487-2020-03083. It was reported that the patient has a possible infection at the connector on the skull. Cultures were taken. The next course of action has yet to be determined.